Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: the light guide lens has discoloration; the objective lens has discoloration; the scope connector cover unit has a scratch; the suction connector has discoloration; the suction connector has a scratch; the protector of universal cord on suction connector side has a scratch; the protector of universal cord on control section side has a scratch; the universal cord has a wrinkle; the universal cord has a scratch; the image guide protector has a scratch; the flexibility adjustment ring has a scratch; the grip has a scratch; the scope cover has a scratch; the plastic distal end cover has a scratch; the switch box has a scratch; the paint on suction cylinder is peeled; the suction cylinder is shaved; the lock engagement lever has a scratch; the free-engagement knob has a scratch; the up/down knob has a scratch; the right/left knob has a scratch; the control unit has discoloration; the control unit has a scratch; the adhesive on bending section cover has a crack; the adhesive on bending section cover has a chip; the switch 3 has a scratch; the connecting tube has a scratch; due to wear of the angle wire the bending angle in the up direction does not meet the standard value; due to wear of angle wire the play of the up/down knob is out of the standard value; due to deformation of scope connector, water tightness is lost; due to dirt on objective lens the amount of water contact does not meet the standard value; due to dirt on objective lens the water removal ability does not meet the specification; due to clogging of the nozzle the air supply volume does not meet the standard value; due to clogging of the nozzle the water supply volume does not meet the standard value. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was flushed with air and water, and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an angulation issue. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Olympus will continue to monitor field performance for this device.